Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc j2 power supply connection was evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system appeared to continue to expose without any production or emission of x-ray and did not display an image. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.